Event description:
It was reported by the affiliate that the (1) er420 was used during a gall bladder procedure. It was reported that the clips scissored. There were no other details available. The case was completed with another instrument and there was no consequence to the pt.